Manufacturer narrative:
Original device manufacturer has investigated the failure of the clip becoming disassembled from the hook upon exposure from the sheath. The cause has been determined to be the large clearance space between the clip arm and hook, causing the clip to be detached from the hook. Olympus has implemented stricter factory management standard of hx-202 clip arm, including a 100% inspection of the manufacturing process and modification of the size variance of the hook. These countermeasure were implemented on devices in lot# 99k, therefore this clip was manufactured prior to the new specification.

Manufacturer narrative:
The referenced clip was not returned to olympus for evaluation. The cause of the reported event could not be determined.

Event description:
It was reported that during a colonoscopy, the fell into the patient. The clip was not removed from the patient. The devices are inspected prior to procedure by the nurses; however, the clips are generally just removed from the packaging and put into the scope.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the original equipment manufacturer (OEM) along with the manufacture date. The original equipment manufacturer (OEM) investigated samples of the single use repositionable clips (hx-202ur), from previous lots prior and up to mid lot 99k. Based on the OEM¿s investigation, it was determined the root cause was a large clearance space between the clip arm and hook. The repositionable clip, hx-202ur, from lot 8zk, was manufactured prior to the implementation of the new specification. The OEM has implemented modification of the size variance of the hook and 100% inspection of the manufacturing process.